Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes d9: returned to manufacturer on: 2023-06-23 h.6. Investigation summary: material 297354 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 2195030 was satisfactory and no quality notifications were generated during manufacturing and inspection. In process checks are performed during manufacturing at designated intervals per procedures. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure and fill volumes were within specification. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhrs are reviewed to confirm the following: --the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. --all autoclave parameters conformed to the validated cycle parameters for this product. --the minimum f0 for this product was met. The complaint history was reviewed, and no other complaints have been this batch. Retention samples from batch 2195030 (10 tubes) were available for inspection. No media defects were observed in 10/10 retention samples. The broth appearance is light yellow to medium tan-yellow; clear to trace hazy as described in the certificate of analysis. For further investigation two tubes were incubated. One tube was placed into the 20-25-degree celsius incubator, and one tube was placed into the 33-37-degree celsius incubator. At the end of a seven-day incubation period there was no microbial growth or change in the media color and clarity. Three photos were received to assist with the investigation: ¿ the first photo shows one tubes from batch 2195030. There does appear to be bacterial growth at the top of the media. ¿ the second photo shows one tube from batch 2195030. The broth appearance appears to be as expected. ¿ the last photo also shows a tube from batch 2195030. There does appear to be possible bacterial growth in the tube. Returns were received to assist with the investigation. Three tubes from batch 2195030 were received in a small shipping box. The tubes came empty with possible mold/fungal growth inside of all three tubes. One returned tube was sent to the microbial identification lab for a possible ID of the contaminate. The contaminate ID came back as mold from the aspergillus species. This complaint can be confirmed based on the evidence provided by the photos and returns received. Bd will continue to trend complaints for contamination issues. Material 297354 is a non-sterile product. There is no sterility claim on the product.

Event description:
It was reported that 3 bd bbl¿ trypticase¿ soy broth tubes contained nonviable contamination. There was no report of patient impact. The following information was provided by the initial reporter: just wanted to notify you of another recurrence of the contamination with the below lots.

Event description:
It was reported that 3 bd bbl¿ trypticase¿ soy broth tubes contained nonviable contamination. There was no report of patient impact. The following information was provided by the initial reporter: just wanted to notify you of another recurrence of the contamination with the below lots.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated: b5. It was reported while using bd bbl¿ trypticase¿ soy broth, a tube had biological contamination. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.

Event description:
It was reported while using bd bbl¿ trypticase¿ soy broth, a tube had biological contamination. There was no report of patient impact.